Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6, a review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported left side "patient has noticed breast asymmetry. Pain in breasts. Suspect rupture/leakage of the implant. Baker grade iii contracture." Later, healthcare professional reported "appeared to be intact". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture; capsular contracture, baker grade iii.

Event description:
Healthcare professional reported "patient has noticed breast asymmetry. Pain in breasts. Suspect rupture/leakage of the implant. Baker grade iii contracture." Affected side is left. The device remains implanted.

Event description:
Healthcare professional reported left side "patient has noticed breast asymmetry. Pain in breasts. Suspect rupture/leakage of the implant. Baker grade iii contracture." Later, healthcare professional reported "appeared to be intact". Device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 01may2024. Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 07jun2024. Additional, changed, and/or corrected data: d9; h3.

Manufacturer narrative:
Visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. Capsular contracture-breast: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. Lab analysis summary: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported left side "patient has noticed breast asymmetry. Pain in breasts. Suspect rupture/leakage of the implant. Baker grade iii contracture." Later, healthcare professional reported "appeared to be intact". Device has been explanted.